Event description:
A report was received that the patient was explanted. The implanting physician was not aware of the explant and no additional information will be provided.

Event description:
A report was received that the patient was explanted. The implanting physician was not aware of the explant and no additional information will be provided.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-50, serial # (B)(4), description: linear st lead, 50cm; model # sc-3138-25, serial # (B)(4), description: scs phiii extension 25cm.

Manufacturer narrative:
Ipg: device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. No discrepancies were identified. Percutaneous leads and extensions: the associated leads/extensions were cut. Damage to the leads is a result of a typical explant procedure and it is not considered a failure.